Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl and 537 mg/dl. He stated that he treated with an insulin shot. Customer also stated that he removed the site and found that the insulin was pooling under the set. Customer declined to troubleshoot and no products are being returned for analysis.